Event description:
During preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading the seal into the delivery tube and three seals did not deploy out of the delivery tube into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.